Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are experiencing vacuum issues.

Manufacturer narrative:
The following fields have been updated with additional lot information: d.4. Medical device lot #: 1350317. D.4. Medical device expiration date: 2023-03-31. H.4. Device manufacture date: 2021-12-16.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are experiencing vacuum issues.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are experiencing vacuum issues.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 11-may-2022. Investigation summary bd received 5 samples from lot 1319208, 1 sample from lot 1350317 and, 2 photos from the customer in support of this complaint. All customer sample tubes were functionally tested and the customer's indicated failure mode was not observed as all tubes were within specification limits. The photos were evaluated and show the tube of lot number 1350317 with very little specimen in it and the other photo is of a different lot number. Additionally, 10 production lot retention tubes of both lots from the bd inventory were functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the photo on lot 1350317; however, the defect could not be duplicated in both lots of customer samples and retention testing. The device history records for both lots were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.